Manufacturer narrative:
One device was returned for investigation. It was reported that device had occlusion seal cracked and needs preventive maintenance. Physical condition was device is dso seal was cracked. Event history/ error log review is done. The caused of the reported problem was faulty dso seal. Replaced the dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the device had occlusion seal cracked and needs preventive maintenance. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.